Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported the bilaterally pt reports a decrease in hearing over the past month, been previously a very successful performer. Then the pt started to experience pain at the right implant. A fitting took place which seemed to solve the problem. Three weeks ago a medical professional advise the pt to stop wearing the external device. Two weeks ago the pt started on a course of antibiotics and pain medication. The symptoms seemed to subside but of (B)(6) 2014, the pain returned. The pt is not on further antibiotics and medication. No trauma or accident has been reported.